Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached at the anterior segment of the developer. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2025-00428 was a duplicate record and was opened in error. The event details are being captured under complaint file (B)(4) and was reported to the FDA under MFR rpt# 2020394-2025-00254. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached at the anterior segment of the developer. The procedure was completed using another device. There was no patient contact.